Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
It was reported that the patient had a revision on the right hip implant. The reason for the revision is unknown.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision; asr xl - right. Reason(s) for revision: unknown. (B)(4). Bi-lateral patient, please see (B)(4) for the left side revision. Surgeon confirmation form received 2nd july 2014. Hip side, revision date, surgery date, taper sleeve amended. Revision reason added. Hip(s) to be revised: left. Reason(s) for revision: alval/soft tissue reaction. Bi-lateral patient, please see (B)(4) for the right side revision.